Event description:
It was reported that the external pulse generator had cracked rear casing near the electrode port and cracked front glass. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the lower case and liquid crystal display lens were broken. Analysis also found that the two side bail covers were broken/contaminated, that the lead flex cover was broken, the battery contacts compressed, the battery drawer broken and the ring cover contaminated. All defective parts were replaced. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).